Manufacturer narrative:
(B)(4). It was reported that this issue is occuring "frequently" but no detail or estimate on the number of events was provided.

Event description:
It was reported that catheters are being placed into the patient's upper arm in radiology. Clinicians have experienced issues with the peel away sheath collapsing or "scrunching" while advancing the sheath over the dilator and guide wire into the tissue and vein. As a result, a new kit is being placed successfully. There were no delays in treatment and no patient deaths or complications reported.